Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 520 mg/dl. The customer had changed the infusion set two days prior to the hospitalization. The customer's infusion set was removed and the cannula was bent. Troubleshooting was performed, and the insulin pump passed the prime test. The caller declined to troubleshoot further. Nothing further was reported.